Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced right flank pain starting the beginning of (B)(6) with stimulation on or off. Pt was seen for reprogramming and advised by the MFR's rep to turn off stimulation for a few days. When the pt was seen again the pain had almost completely resolved. On (B)(6) 2011, the pt was seen for staple removal and the stimulation was turned back on. Settings were: 0.3/0.6 amps; pulse width 300/390; rate 40; continuous cycling dual mod; usage too soon to tell. The right sided flank pain returned and got worse. X-ray showed the one lead migrated to tip of t5 midline. The second lead remained where implanted at t8 midline. During revision on (B)(6) 2011, the lead tip was still at t5 and other tip at t8 midline. Both lead anchors and generator were explanted. The pt programmer was also returned for analysis but it has been requested this device be returned to the pt, in case she is reimplanted in the future.